Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 firings of segmental resection of lung and thoracoscopy was successful. At the firing to segmental bronchus, the stapling was incomplete and air leakage was noted at cut end of bronchus (distal end of the cartridge side ). The bronchus was relatively soft, however incomplete stapling occurred. The surgeon additionally sutured the tissue. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.